Event description:
Baxter reported, "leakage from a crack at the middle of the silicone tube." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.